Event description:
Reporter alleged obtaining discrepant blood glucose results of 471 mg/dl back to back with a result of 211 mg/dl when testing was performed within less than 2 minutes of each other on the advantage system. Reporter stated he took a sliding scale dose of rapid insulin based on the reading of 211 mg/dl. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.